Manufacturer narrative:
Device not returned.

Event description:
Reportedly, pt was diagnosed with congestive heart failure approximately six years post implant. The pt was medically treated and recovered.